Event description:
It was reported that the patient had two "replacements" because the ¿wire was not put correctly on the back.¿ the patient stated that she had not been able to wear a blouse because it was so painful. It was noted that the lead was ¿very long¿ and ¿all in one place.¿ the patient stated that the last time it had been replaced, she had to stay overnight in the hospital because it was so painful. The patient stated that her lead had ¿come out¿ and she would get shocked every time she twisted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3887-33, lot# j0436972v, implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type extension; product ID 3887-33, lot# j0424852v, implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type lead; product ID 389233, lot# j0340308v, implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type extension; product ID 3887-33, lot# j0424852v, implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type lead; product ID 3887-33, lot# j0436972v, implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type extension; product ID 389233, lot# j0340308v, implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type lead. (B)(4).